Event description:
It was reported that this pacemaker exhibited far field oversensing on the atrial channel. Additionally, the device stored pacemaker mediated tachycardia (pmt) episodes, however, boston scientific technical services (ts) discussed these were atrial or sinus driven. No adverse patient effects were reported. At this time, this device remains in service.